Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/24/16 medical records received. Medical records reviewed for MDR reportability. Cobalt lab was less than 7 parts per billion and stem will not be reported at this time. No record or report of revision surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 10, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/15/2016 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain and soreness, trouble standing, balancing, and walking, and metal poisoning. Since the lab result for cobalt metal ion levels is less than 7 ppb, the stem is not being added to the complaint. Review of the medical records provided no new additional information.

Event description:
Litigation alleges the patient suffers from pain, discomfort, limited mobility, and elevated levels of cobalt in the blood stream.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/21/2014-pfs and medical records received. Part/lot information received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).